Event description:
During surgery the patient received two 2nd degree bovie burns. One is located on the chin, the other on the shoulder. The diameter of both burns is approximately 3/16 of inch. The equipment was tested following the surgery and nothing wrong could be found with the equipment. The patient is seeing her physician for treatment on 12/23/92device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jul-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, performance tests performed. Results of evaluation: none or unknown, unanticipated short term complication of procedure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.